Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a ruptured thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 75mm. Follow up dates and aneurysm measurement: (B)(6) 2011, 70mm, (B)(6) 2011, 70mm, (B)(6) 2012, 68mm, (B)(6) 2013, 66mm. On the most current follow up visit dated (B)(6) 2014 the aneurysm measured 83mm. There is aneurysm enlargement of 13mm. It is unknown why the aneurysm sac has enlarged by 13mm on (B)(6) 2014 and there has been no reported reintervention.